Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The customer stated that this malfunction occurred while dispensing the medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) confirmed power was present at the cabinet and all in one (aio) successfully powered up. Upon launching the tester application, no drawers were detected. The fse reseated the universal serial bus (usb) cable between the aio and the cabinet at both ends, verifying no visible damage. Suspecting a failure in the communication sled, the fse noted that the top cover could not be accessed due to the missing key. No light emitting diode (leds) were illuminated on the ccib or daughter boards. The ccib was replaced first, resulting in led activity on the ccib but not on the daughter board. After replacing the daughter boards, leds were lit on both components. A reboot was performed, and all drawers came online successfully. The system functioned as intended after the field service engineer repaired the device.